Manufacturer narrative:
(B)(4). No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records cannot be performed since the part and lot numbers are unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It is reported that the patient has a medium activity level. Adherence to rehabilitation protocol is unknown. A definite root cause cannot be determined with the information provided.

Event description:
It is reported the patient was revised due to dislocation. During surgery, the revised liner was found to have an impingement mark on it.